Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance with a full supply change on an ilet system using a contact detach infusion set (23 inch, 6 mm), while experiencing an illness consistent with food poisoning; the agent guided the supply change, and insulin delivery was resumed without issues, with a reported blood glucose of 188 mg/dl. Symptoms included hyperglycemia and a report of "feeling unwell" due to apparent food poisoning. Outcomes included no hospitalization and no device alerts or alarms. Investigation included remote troubleshooting and user education. Investigation of this case revealed no device malfunction or component issue and no alert conditions, and the event was associated with hyperglycemia of unclear cause in the setting of acute illness. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.